Event description:
The customer reported that the system boots with high capacity disk failure, but fluoro works. They cannot save images, and recalled images are mixed up. No pt injury was reported.

Manufacturer narrative:
.